Event description:
It was reported that the recanalization catheter allegedly became stuck in the posterior tibial artery. It was further reported that excessive force was applied to remove the catheter and the distal tip of catheter detached. Medical intervention was required to retrieve the detached segment, however, the segment was unable to be removed. The patient was reportedly stable post procedure.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one 14s crosser cto recanalization catheter was returned. No anomalies were noted to the transducer handle or saline hub. The tip was noted to be detached from the distal end of the catheter. Moreover, a tear was noted on the outer catheter near the distal end of the crosser. Therefore, the investigation is confirmed for tip detachment and torn material. It was reported that excessive force was applied to remove the device during the procedure. This may have contributed to the tip detachment and torn material issues. However, the definitive root cause is unknown. It is unknown whether patient and/or procedural factors contributed to the reported event. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H10: d4 (expiry date: 12/2020). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The lot number for the device was provided. The device history records are currently under review. The device has been returned for evaluation. The investigation of the reported event is currently underway. (Expiry date: 12/2020).

Event description:
It was reported that the recanalization catheter allegedly became stuck in the posterior tibial artery. It was further reported that excessive force was applied to remove the catheter and the distal tip of catheter detached approximately 1cm. Medical intervention was required to retrieve the detached segment, however, the segment was unable to be removed. The patient was reportedly stable post procedure.